Event description:
During knee arthroscopy the top or distal end of the trocar sleeve disassembled, exposing the inner parts in the device's housing. The sleeve was replaced with another one and the case was completed. There was no report of patient injury or other problems.